Event description:
This complaint is now reportable based on analysis completed in early 2008. It was reported that during a coronary drug-eluting stenting treatment procedure there was difficulty crossing the lesion. It was a progessive lesion. A 2.75x28mm taxus liberte drug-eluting stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is good with no complications reported. Device analysis indicates stent damage.

Manufacturer narrative:
The device was returned, and initial visual examination found that the stent had moved distally on the balloon towards the tip. This type of damage is consistent with the delivery system encountering some form of restriction. Visual examination of the crimped stent found slight damage on the stent. The struts were slightly bulging outwardly caused by the stent having moved on the balloon over the markerband. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this defect will be considered operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulty.